Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. (In the reported issue notes there was a lab result of 130mg/dl and 137mg/dl it is not known to which is the correct one.) The patient's blood glucose results were 173mg/dl (meter), 130mg/dl (lab). Tests were done less than 10 minutes apart with a difference of 33%. The patient's blood glucose results were 173mg/dl (meter), 137mg/dl (lab). Tests were done less than 10 minutes apart with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.